Event description:
A hemodialysis user facility has reported that during treatment a leak in the bloodlines occurred. The leak was visually observed from a crack in venous chamber of the bloodlines. When medication was administered, it leaked through this area of the lines. There was no blood loss. The bloodlines were replaced and the pt's treatment continued without further issues. Pt had no ill effects. Sample is not available.